Manufacturer narrative:
Continuation of d10: product ID 97745. Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated that the patient's controller battery died and they can't charge it anymore. Caller added that the controller kept popping up on the screen saying the battery was dead. Agent had caller remove the battery pack from the controller and plug controller into the ac power supply; caller confirmed controller did not power on. Caller confirmed no green light was on the power supply. Caller tried a different outlet and the green light did not come on. Agent had caller check for damage, and caller noted the end of the ac power supply that plugs into the controller got chewed by their puppy. The issue was not resolved.